Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was using up the battery. The physician explained that previously the pocket was opened and had difficulty in re-attaching the lead in which the physician might have positioned the lead that required more energy. The patient also felt ticking with the device. A boston scientific technical services (ts) discussed that the lead uses energy to stimulate the heart and when there are challenges getting good stimulation, the outputs have to be increases. The ts also explained that it was also possible for nearby muscle to stimulate from pacing. The lead remains in service. An attempt to obtain additional information was unsuccessful. No adverse patient effects were reported.